Manufacturer narrative:
Investigation results will be provided in final report.

Event description:
Reference MFR. Report #3006705815-2019-01754. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during follow up the patient underwent surgical intervention on (B)(6) 2019 during which the ipg was explanted and replaced. There was no intervention done to the lead. Surgical intervention addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report #3006705815-2019-01754.